Event description:
Green strands possibly in vagina [foreign body in reproductive tract]. Under the lining there were green strands that look like thick dental floss ... Looks like they are stuck to the core of the tampon [device physical property issue]. Case description: consumer called stating that when she was removing the tampon, she noticed that under the lining there were green strands that looked like thick dental floss stuck to the core of the tampon. She did not know if any got inside her. No serious injury was reported.

Manufacturer narrative:
08-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Green strands possibly in vagina [foreign body in reproductive tract] under the lining there were green strands that look like thick dental floss... Looks like they are stuck to the core of the tampon [device physical property issue] consumer called stating that when she was removing the tampon, she noticed that under the lining there were green strands that looked like thick dental floss stuck to the core of the tampon. She did not know if any got inside her. No serious injury was reported.